Event description:
Customer contact reported the back of the pump was "scorched." During cleaning of the device, the customer found the power cord was frayed with exposed wires and the back of the pump had a black mark, like it was "scorched." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the outer insulation of the ac power cord near the strain relief was broken. The insulation of the internal wires was also broken, exposing the internal wires. Electrical continuity was noted on all three internal wires. This report represents all the information known by the reporter upon query by hospira personnel.